Event description:
Kimberly-clark received a report stating, "patient lost 3/4 of sutures within 3 days. Ppk kit is used, by cardiothoracic surgeon during esophagectomy, to place a direct jejunostomy. Once the jejunum is secured to the abdominal wall a foley catheter is placed in the opening of the abdominal wall to the bowel. The foley is sutured to the abdominal wall, the balloon is not inflated in order to avoid blocking the jejunum." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. Device was not returned to kimberly-clark for analysis. The directions for use states, "the kimberly-clark mic g laparoscopic introducer kit is intended to facilitate the primary placement of the kimberly-clark and kimberly-clark mic brand of gastrostomy feeding tubes." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.